Event description:
Patient was in for a laparoscopic cholecystectomy and upon trying to use the co2 tubing, it was noticed that the tubing was not functioning properly. The gas flow was restricted and the co2 was not flowing. Tubing was exchanged for new one and problem was resolved.